Event description:
(B)(4) report rec'd reporting insertion/float difficulties with use of one (1) 52511-13 opti-q catheter. It was reported that attending clinician was "unable to get into the right ventricle; transient asystole". The 52511-13 catheter device was successfully pre-tested with no problems noted at that time. Attempts to obtain add'l info regarding the event have been unsuccessful. The device was not returned for testing and analysis. A two (2) yr review of the MFR's complaint database for this list#/similar experience recorded no add'l reports/investigations identifying a mfg non conformance/out of spec condition. The exact cause(s) of the reported product experience is unk.